Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, scratched lens. Functional testing found a defective ac connector. The complaint was confirmed/duplicated. To cause was the ac connector. Replaced the dso seal, lens, ac connector. Functional and delivery tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a power connection problem. There was no patient involvement, as the event took place in the workshop.